Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. Further information was requested but unable to obtain. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has not used or recharged the ipg since approximately(B)(6) 2015. As such, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.